Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
As reported by rep: "patient solicited revision surgery due to pain associated with right total hip arthroplasty. Operative findings included [suspected] prominent hardware (screws). Trunnion burnishing and corrosion apparent about the neck. Blackened areas along the neck and inside the head." The head, liner, and 2 screws were revised to a new head and liner. Rep provided an x-ray and revision usage sheet. Spoke to rep, who confirmed that there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.